Manufacturer narrative:
The analyzer serial number is (B)(6) . The investigation is ongoing.

Event description:
There was an allegation of questionable alp2 alkaline phosphatase acc. To ifcc gen.2 results for 1 patient plasma sample on a cobas c 503 analytical unit. The initial alp2 result was 387 u/l. The repeat result was 167 u/l. The sample recentrifuged and was repeated again and the result was 154 u/l.

Manufacturer narrative:
The calibration and qc recovery data provided were acceptable. The investigation determined the event was consistent with a preanalytic issue at the customer site (high leukocyte concentration in the patient sample leading to an accumulation of cells close to the plasma surface causing higher alp activity). The investigation did not identify a product problem.